Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that the left ventricular (lv) lead had dislodged and exhibited loss of capture. The dislodgement was confirmed via chest x-ray. The lead was explanted and replaced with new lead. Patient condition was stable.